Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified anti-inflammatory drugs (doses, frequencies and route of administration not reported) for the event of peritonitis. On an unreported date, the patient recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.